Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, oversensing causing inappropriate high voltage therapy on the right ventricular lead (rv) was noted due to suspected lead damage. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage.